Event description:
It was reported that the patient is deceased and died approximately six months post the device implant; the patient was a participant in the (B)(4) study. On the day of death, a remote transmission indicated that the patient had "an episode" for which the patient received therapy. After analysis of the rhythm, the clinic suspected the patient was experiencing electromechanical dissociation and contacted the patient. The patient's family informed the physician that the patient died that morning. The death was classified as sudden cardiac death. There were no allegations by the physician against the device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death will not be received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death will not be received. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.